Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the ngp 770g insulin pump which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states. Customer returned pump for alleged cosmetic damage (location not specified in the customer notes) and blank display observed on (B)(6) 2021. After the test battery insertion, the pump displayed the medtronic logo with audio tones, went to blank display and continued in that sequence in a loop. Unable to perform the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the dat due to blank display anomaly. Unable to download history files and traces using thump due to blank display anomaly. Unable to generate power management graph due to blank display anomaly. The pump was received with scratched case and pillowing keypad overlay. Insulin pump was cut open to perform visual inspection and found moisture damage on the pcba 1 and motor. No damage noted on the pcba 2 or force sensor. Using a test pcba 1 and the original pcba 2, the pump powered up properly with no blank display anomaly noted. The pump downloaded was successful using thump when using a test pcba 1 and the original pcba 2. Using a test pcba 2 and the original pcba 1, the pump critical pump error (open book image). Blank display anomaly and critical pump error (open book image) was due to moisture damage on the pcba 1. Cosmetic damage was confirmed at pump case and keypad. Blank display confirmed. Unable to download using the original electronic assembly was confirmed. Critical pump error (open book image) confirmed. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump was not turning on outside of the box. Troubleshooting was performed and the customer stated that the pump has neither been bumped nor dropped. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.